Event description:
During laparoscopic cholecystectomy lap clip applier malfunctioned. After approximately 2-3 clips were fired, device stopped functioning. Redline appeared in window indicating device was empty. Second device brought on field and the same scenario occurred after 2-3 clips were fired. Each device is supposed to contain 12 clips. Both devices were from the same lot. In addition, clips in the second device did not close properly.